Event description:
Rn called for a stat abg on patient. States patient is in distress using accessory muscles. When I arrived the CPAP s9 was not working and pt had mask on. The s9 was on but not working. Pt was placed on nasal cannula, abg drawn and pt placed on vision after abg results.